Event description:
Ptcd was conducted as labeled with median approach, and the pt anatomy was normal. The pt had pancreas cancer. A 21g needle was used for puncture with median approach. After the physician inserted 0.018" wire guide, he attempted to insert the dilator set (insertion catheter + stylet catheter + metal catheter) over the wire guide. The metal cannula and stylet catheter were removed, then 0.038" wire guide was inserted into the insertion catheter. When 0.018" wire guide was removed the physician found that the wire guide tip was separated. The wire guide tip which remained in the pt's body was not removed and the physician decided to take a wait-and-see approach. The pt was hospitalized with the wire guide tip remained inside of the body and not recovered yet. The user has a plan to remove it surgically on or after (B)(6) 2012.

Manufacturer narrative:
Lot number not provided by reporter. Exp date: unk as lot number is unk. (B)(4) - nonresorbable materials, unretrieved in body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an insp of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult result in separation when the force exceeds design spec. According to the event description neither of these possible causes were present. In the absence of add'l info the root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, no risk mitigation is required.